Event description:
The customer reported that the image on his olympus evis exera iii video system center was freezing up and becoming cloudy. Additional details relating to the patient and the event have been requested but were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and the image was not intermittent or cloudy. However, a worn-out video connector latch was discovered and causing a poor connection with the pigtails. This component will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Updated: g2, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported freezing and cloudy image issue could not be reproduced or confirmed. Further information could not be obtained. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.